Event description:
Reporter alleged there was a continuous error on the blood glucose monitoring device screen after installing a new battery. The manufacturer's evaluation department determined there were missing segments on the device display. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.